Event description:
It was reported by the affilate that at an unspecified point for an unk procedure, according to the surgeon the stopcock at the trocar sleeve did not work. It is not noted how the case was completed. No patient consequence reported.